Event description:
A customer reported a malfunction on the pump, which occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction occurred again, which the customer understood and acknowledged.